Event description:
A pt had a cypher coronary stent placed on 10/2003. The pt was subsequently re-admitted with chest pain and was ruled in with enzymes and had some nonspecific ECG (electrocardiogram) changes. The pt was taken for catheterization and found to have 100% occlusion of the stent in the left anterior descending branch of the coronary artery. An angioplasty was performed and pt became free of chest pain.